Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that the balloon was found burst/torn (clean tear) on the next day of insertion.; duration of use: 1 day. There was no harm reported.